Manufacturer narrative:
The device was not returned for analysis. Review of service history found no repair in the previous 12 months. Unable to confirm complaint due to the device not being returned. Based on the review of the service history and information provided from the customer, unable to determine a probable cause as the device was not returned for evaluation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had not alarmed. The continuous infusion rate had been 5 ml per hour, with a starting or original reservoir volume of 510 ml. The remaining reservoir volume had been unknown per the pump, and approximately 150 ml had remained in the bag. The air detector had been set to off, and the upstream sensor had been set to on. The infusion length had been 96 hours. A closed system transfer device (cstd) had been used to prime the line but had not been used to fill the cassette. The pump had not been used to prime the extension tubing. Instead, the tubing had been primed using an ICU syringe transfer set with clave or chemo lock port and chemo lock. There was patient involvement and no patient harm / adverse event reported.